Event description:
It was reported that the customer was in the emergency room for several hours until his blood glucose levels were back to normal after eating a meal. Customer has been having more low blood glucose levels lately. Customer stated that his health care professional has made adjustments to his settings. Customer stated that he does not do corrective boluses but for food coverage and the basal delivery. Customer was found unconscious and was sweating profusely. Customer's dad called the paramedics and he was transferred to the emergency room. Customer's blood glucose level was 20 mg/dl at the time of the incident. Customer stated that the cause is still unknown but it occurred during the night while he was asleep. Customer's health care professional increased the daily basal total since the event. Customer was advised to speak with his health care professional relative to his settings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).